Event description:
It was reported that the patient would be having her vns generator replaced because it has a "problem." Information was later received indicating that the patient will not be moving forward with replacement. No other information has been provided at this time and attempts for further information have been unsuccessful to date.